Event description:
It was reported that patient needs to charge the implantable pulse generator (ipg) more often and was noted that patients ipg was moving due to loss of weight. The patient underwent an ipg replacement and was doing well post operatively. The explanted device will not be return as it was not released by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.